Event description:
It was reported that the customer stated their purewick system was not functioning properly. It's not suctioning. They think that the problem was with the catheter, because when they tried to suck water without it, it worked. But once they put the catheter, it did not suction anymore. Customer said that in case of further investigation, they would like a replacement.

Manufacturer narrative:
Upon further review, it has been determined that this is not reportable. Correction- h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated their purewick system was not functioning properly. It's not suctioning. They think that the problem was with the catheter, because when they tried to suck water without it, it worked. But once they put the catheter, it did not suction anymore. Customer said that in case of further investigation, they would like a replacement.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as a suction failure. Submitting the investigation details as additional information. As this investigation has already been performed for a similar complaint, another investigation is not necessary. An investigation has been completed using all information currently available. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post market activities in compliance with both regulatory requirements and local procedures. Correction: h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated their purewick system was not functioning properly. It's not suctioning. They think that the problem was with the catheter, because when they tried to suck water without it, it worked. But once they put the catheter, it did not suction anymore. Customer said that in case of further investigation, they would like a replacement.